Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process, finding that air water cylinder, suction cylinder has no color; plug unit had discoloration; bending angle in down direction did not meet the standard value due to wear of angle wire; light guide lens had a crack; bending tube was deformed; adhesive on bending section cover was detached; connecting tube and universal cord had a scratch; connecting tube had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was white foreign material in air water tube, air water cylinder and jet tube. This report is being submitted for the event found during evaluation. There was no patient involvement.